Event description:
It has been reported to philips that the system will not power on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not turn on. Upon functional test fse found that system's mains breakers not working. Fse reset the mains breaker and turned the ups back. After reset the mains breaker, system was returned to use in good working order. The codes were updated based on the investigation outcome.